Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a narrowing at distal right common iliac on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) . The reported stenosis was discovered during a follow-up ultrasound on an unknown date. Physician states the stenosis is at the end of the stent graft which was landed right at the hypogastric take off. The patient was originally implanted with an afx2 bifurcated stent graft, one (1) afx vela infrarenal, three (3) vela suprarenals, and four (4) ovation ix extenders on (B)(6) 2018 by the reporting physician. The patient is in stable condition. Physician decided to not do a re-intervention, and will only anticoagulate the patient and monitor.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported rupture and patient expiration on (B)(6) 2019, but the right-side common iliac stenosis was unconfirmed. The death was most likely procedure-related due to the patient's pre-operative and post-operative rupture, which developed into abnormal bleeding, respiratory failure, and cardiopulmonary resuscitation; patient left the operating room post-secondary endovascular procedure with non-endologix products and in stable condition. The clinical assessment also determined that there was evidence to reasonably suggest that a persistent proximal and distal type iiib endoleaks occurred, and that the index procedure was off-label due to right iliac measured 26mm and left iliac 40.6mm (iliac diameter should be 10-23mm) with use of concomitant non-endologix products. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx2. Correction: concomitant medical products; remove 1762500-004. Device code; remove 1065. Method code; remove 3263, 3323. Result code; remove 3221. Conclusion code; remove 92.

Event description:
Additional information received confirming that the patient experienced a ruptured aortic aneurysm during the weekend of (B)(6) 2019 and was repaired by another surgeon from a cardiothoracic group in (B)(6). The patient later expired on (B)(6) 2019 while in the hospital and after the re-intervention was completed. In addition, clinical assessment determined that the initial implant procedure was off-label, due to anatomy outside IFU requirements and use with non-endologix products, and that persistent type iiib endoleaks were also present.